Event description:
The pt reported (2007) that if he lies on his back or presses his back against something for a length of time, he starts to experience withdrawal symptoms. Pt believes the pump catheter kinks. Pt registration records show the catheter and pump were replaced on the following month. No additional info was provided concerning the reason for replacement.

Manufacturer narrative:
Note: due to the lack of a response from the pts follow up physician, it is not possible to determine if the replacement of the pump and the catheter were related to the reported event. Note: this report is being submitted following an internal audit.